Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges implant failure. After the review of medical records, it was stated that the patient was revised to address pain and loosening of the acetabular cup. Revision notes reported metallosis and loose acetabular component. It also reported that the previously placed screws were broken off, with one screw being broken into fragments and the fragment was buried deep within the acetabulum, so the surgeon decided to leave it. Pathology result also reported histiocytic infiltrates, chronic inflammation and fibrosis. Clinic notes reported pain, abductor weakness, slight trendelenburg gait. Doi: (B)(6) 2007; dor: (B)(6) 2012; right hip pinnacle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.